Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Conclusion code: failure to follow instructions (forceps not used to grasp lens) (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vicmo13.2 implantable collamer lens, diopter -13.0 into the patient's left eye (os), the lens tore. The lens was implanted, then explanted intraoperatively on (B)(6) 2018. Reportedly, the surgeon did not use the forceps to grasp the lens but used the foam tip plunger to push the lens to the front of the injector. It is possible that this is the reason the lens tore. On (B)(6) 2018 an alternate lens was successfully implanted and the problem was resolved.